Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001822565-2017-08692. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona tibial articular surface provisional shim was returned missing the bearings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.